Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient contacted dexcom technical support (B)(6) 2015, to report skin reactions that occurred on (B)(6) 2015. The sensor was inserted at abdomen on (B)(6) 2015. Patient described the skin reaction as being a red rash in the shape of the sensor patch. Patient does not treat the rash. Patient spoke with her physician at regularly scheduled doctor's appointment on (B)(6) 2015 about the skin reaction. Physician did not prescribe medications. No further event or patient information is available.